Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos and gpos batteries were evaluated and replaced. The pcbs in workstation were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that system intermittently would not complete the boot up. There is no report of death or serious injury associated with this complaint.